Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not provided for the reported reader. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed the device manufacturer date for the reported product is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a "huge bang/explosion" while connecting the charging cable to the adc freestyle libre 2 reader. The customer further reported that the electricity went down in the whole house. There was no report of death, serious injury, or mistreatment associated with this event.